Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt showed signs of an infection which led to an explant of the pump and catheter. The physician noted that the pump and catheter were functioning properly without issue prior to the explant but the skin was thin and became infected. The pump's disposition is unk.